Manufacturer narrative:
H3. Device analysis for ins nmd756348h revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis identified that the ins was functioning within specifications but has reduced capacity due to overdischarge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the representative was waiting for the ins replacement to be shipped to them, following which the replacement was to be scheduled. It was later reported that the representative received the replacement ins on 2024, and they were now expecting a day to be scheduled by the hospital for the ins replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient implanted with an implanted neurostimulator (ins) in 2017 is complaining about two specific points: long recharge sessions, and no stimulation effects (loss of therapeutic effect). Patient is now in pain again. From the report it seems like coupling during recharging was not very effective. The dial and recharge antenna were repositioned, but the issue did not resolve. Additional information was received. The cause of the longer ins recharge was not determined, ins has not reached eri (elective repl acement indicator). The ins will be changed to resolve, a date has not been set for replacement. Ins depleted earlier than usual ¿ 50% charge was lasting the patient around 12 hours, whereas before it used to last at least 24 hours. Regarding the statement "and no stimulation effects (loss of therapeutic effect)", this indicated that the ins was depleting faster than usual / not lasting as long. Impedance measurements were in normal range. The rep meets with the patient in person, confirming that the patient¿s ins was not charging for more than 50%, no matter how long she charges it, only lasts 12 instead of the prior 24 hours. Information confirmed with physician / account. Additional information was received. Serial number for recharger not known, however, the issue doesn¿t seem to be related to the recharger, but to the inability of the ins to charge sufficiently and hold the charge for more than 12 hours. A date for the ins replacement has not been set. Information confirmed with physician / account.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial# unknown, product type recharger g2. Foreign: malta. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that surgery was performed on (B)(6) 2024. At ins replacement, the ins was totally switched off without any eri or eos notice.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Photographs of the clinician tablet showing the program screen, recharge diary, impedance results, and device screen were provided. A session report was also provided. Impedance values were all within normal range. The recharge diary showed that the ins battery was often left discharged. The session report showed that the patient's median coupling was four, average recharge duration was one hour, and average recharge interval was 11 hours. The recharge diary showed three recharge sessions where the ins was charged about 50% and the sessions took three hours, two hours, and 1.3 hours. It was noted that the distributor asked the physician to perform an x-ray to confirm lead placement and that the ins battery had not flipped. Additional information received reported a charging issue and that coupling was not efficient. The dial and antenna/recharger were r epositioned. The issue was not resolved. Additional information was received from the rep. It was reported that the planned x-ray was not done yet. The cause of the suboptimal coupling was not determined yet. It was noted that this information was confirmed with t he physician/account.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.